Event description:
On (B)(6) 2013, during a review of cleaning process for colonoscopies, it was discovered that the final step for high level disinfection was not being performed. Staff had been trained with the attached endoscope cleaning guide, which includes numeric step-by-step instructions, but makes only cursory mention of "appropriate high-level disinfection." The instructions, as attached were incomplete and confusing to staff, resulting in failure to perform all necessary steps in the process.